Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. Customer's blood glucose level was unknown at the time of incident. Customer stated that the self-test was performed again and was completed. The insulin pump will be returned for analysis.